Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had two bad falls. The most recent was 10 days prior to the report when she fell on the tile and hit her head. There was a loss of therapy and the patient was in a lot more pain in her back. The patient has an appointment with her health care provider on (B)(6) 2017, and she wants a manufacturer representative to adjust her. No further complications were reported. The patient also mentioned having rheumatoid arthritis and heart problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.